Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colectomy, a megadyne handpiece in use with the generator, self activated and sparked when it was placed near gauze that was soaked with saline solution. The spark injured the pt's bowel and slight symptoms of ileus were noted. An unk foot switch was connected to the generator, but was not in use at time of the incident.